Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the device failed the internal leakage test (o2 concentration high alarm) during the pre-use check. The nozzle in the o2 gas module was found defective and was replaced. After replacement of the nozzle unit, the ventilator passed all functional and safety tests and was cleared for clinical use. No logs were provided and the replaced nozzle unit was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator alarmed for high o2 concentration. There was no patient involvement. Manufacturer's ref.#:(B)(4).